Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-31726 - device 6 of 6.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event with (B)(4) infusion sets where infusion set cannula was dislodged between (B)(6) 2024. Patient noticed symptoms within 3 or more hours after insertion. The infusion set was in use for 12-48 hours for all events. Insertion site was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.